Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device's software was updated. After the software update an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery was replaced to address the issue. A ventilator inoperative alarm was observed. The device's system board was replaced to address the issue. Additionally, a service required alarm condition indicating the software certificate was corrupt was observed. No components were replaced for this issue. This would not be considered a critical error. The device software was reinstalled. The device was tested and passed all final testing.